Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the knee arthroscopy (acl) two vapr tripolar gets blocked. So these two vapr tripolar devices were fault. No visual damages on both devices, saline residues were observed, signs of activation can be observed, electrodes were tested and ablation and coagulation pass. However, both electrodes will be sent to the manufacturer for further evaluation. Supplier evaluation result for vapr tripolar 90 suction elect: two devices were returned for review, neither device was returned in the original packaging, the active tips of both devices shows signs of activation with tissue debris around the periphery and in the suction port, the suction tubes show signs of procedural debris, no visible damage on shaft, handle and cable device # 1: the electrical test was performed with the different parameters (active continuity, cut return continuity, return continuity, primary capacitance, second capacitance, hipot active-return, hipot active- cut return, hipot return- cut return) as a result all test passed. The functional test was performed using the vapr vue generator gml4854/2, including different values as generator connection display, generator default values, minimum settings available, maximum settings available, available waveforms, flow rate and activation test, as result the flow test fail and the remaining test were pass. Device # 2 the electrical test was performed with the different parameters (active continuity, cut return continuity, return continuity, primary capacitance, second capacitance, hipot active-return, hipot active- cut return, hipot return- cut return) as a result all test passed. The functional test was performed using the vapr vue generator gml4854/2, including different values as generator connection display, generator default values, minimum settings available, maximum settings available, available waveforms, flow rate and activation test, as result the flow test fail and the remaining test were pass. Summary: the source of the blockage was found to be tissue at the distal end on both devices. In both cases the tissue blockage could not be freed. The customer claim of the suction being blocked on both devices was confirmed. The blockage was found to be tissue debris at the distal end of the device. The blockage could not be removed in either case. From our investigation we were able to confirm the reported suction issue with an out of specification flow value being recorded for both devices. The fault was confirmed to be tissue debris blocking the suction path at the distal end of the device. The blockage could not be removed in either case. A manufacturing record evaluation was performed for the finished device lot number:u2002156, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). A manufacturing record evaluation was performed for the finished device [u2002156] number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during a knee arthroscopy (acl) surgery, it was observed that two vapr tripolar got blocked. A third was used to complete the surgery successfully with a 10 minute delay. There were no fragments generated. There were no patient consequences reported. No additional information was provided.